Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. While placing the screw at the pelvis the internal hex stripped out. The surgeon removed the screw and left the side uninstrumented at the pelvis. No additional patient complications were reported.